Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert to connect the cgm or enter a blood glucose value, performed a fingerstick of 320 mg/dl, manually entered the value, re-entered the transmitter serial number, and subsequently resumed receiving cgm readings; the user had recently changed infusion supplies and had consumed unannounced carbohydrates the prior evening. Symptoms included hyperglycemia without ketone testing, loss of consciousness, dizziness, or other acute complications. Outcomes included transient elevated glucose above target without hospitalization, emergency treatment, or use of backup therapy, with glucose returning toward target after cgm connectivity and device corrections resumed. Investigation included troubleshooting and user education by phone. Investigation of this case revealed that cgm data connectivity was restored after transmitter re-entry and that infusion set occlusion could not be ruled out; device-delivered corrections resumed once glucose data were available. It was concluded that hyperglycemia occurred with cause unclear, with contributing factors including interrupted cgm data and unannounced carbohydrate intake, and that device function appeared to recover after corrective steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.